Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient kept seeing the ¿setting not available on device¿ message and also stated that when they wake up in the morning they have to turn the stimulation off and back on in order to feel the stimulation. There were no known factors that may have led to the issue. The rep performed an impedance check showed electrode 15 was > 40,000 ohms. The rep reprogrammed the ins eliminating electrode 15. The rep said that the ¿setting not available on device¿ message was resolved and said that the patient not feeling the stimulation without turning it on and off may resolve with this change too; the rep stated the patient will call if it is not resolved. No further complications were reported/anticipated.